Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. No lot number was provided so further investigation was limited.

Event description:
It was reported that bd vacutainer® edta plus blood collection tubes had an incorrect cap. No serious injury or medical intervention.